Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to below the knee vessel. A 6.0 mm x 220 mm x 150 cm sterling balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres for 30 seconds. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 5mm sterling balloon catheter. No patient complications nor injuries were reported and the patient's condition was good.